Event description:
Per the clinic, the patient experienced skin overgrowth at the implant site. Subsequently, the patient was placed under general anesthesia on (B)(6) 2026, and the internal magnet was explanted to convert the patient to a transcutaneous osia implant system. During the procedure, the magnet was removed and the implant was reimplanted on a different site.